Event description:
A 4.0 mm diameter x 15 mm length driver rx coronary stent delivery system was inserted into a pt for the treatment of a lmt ostium lesion. Lesion morphology was not reported. It was reported that the lesion was pre-dilated. It was reported that the physician inserted the driver stent when the physician noted that the stent shifted off of the balloon. A snare was attempted to remove the undeployed stent, this was unsuccessful. The physician implemented surgery and successfully removed the undeployed stent. Pt is reported to be in the hosp. Please note that this device is distributed outside the united states.

Manufacturer narrative:
Eval: results: pending device eval. Eval: conclusions: pending device eval.